Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump has been recently turning off and on. The reporter noted that it has been raining and the pump may have gotten wet. No visual damage was noted on the pump. This issue is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/10/2013 with the following findings: a review of the total daily dose history showed that a power event had occurred. There was no damage found to the battery compartment and no evidence of moisture or contamination was found inside the battery compartment. The battery cap was not returned with the pump for testing. A test cap was inserted and the pump powered on appropriately. The pump was exercised for 24 hours without power loss. The pump was opened and no evidence of moisture damage or intermittent conditions were found in the power circuit. The reported power issue was unable to be duplicated during testing.